Event description:
It was reported that coating on the intermittent catheter was not smooth like it always had, they have another box to compare (lot# jugt2717). Stated that they have had this issue 3 years ago and it was anti-microbial coating and they think the same thing was happening again. They also had a box from 3 months ago with the same issue (lot# unk).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that coating on the intermittent catheter was not smooth like it always had, they have another box to compare (lot# jugt2717). Stated that they have had this issue 3 years ago and it was anti-microbial coating and they think the same thing was happening again. They also had a box from 3 months ago with the same issue (lot# unk).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.